Event description:
Customer reportedly received the following results on the mobile/compact plus systems within 10 minutes: a 2.1 mmol/l and 7.3 mmol/l. A 10.3 mmol/l and 5.6 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.